Manufacturer narrative:
Received one used 14687-15 primary plum set for inspection. No damages or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. Received the n251 cassette test failure alarm. The reported complaint can be confirmed. The event related to "monitor showed cassette error, not functioning¿ was analyzed and according to the assessment performed it was determined that this event was not confirmed, since during delivery test 90.p-1137 no cassette errors, no occlusion alarms, no air in line alarms were generated. Cassette warpage: since the measure of warpage exceed 0.005 inches the cassette is considered as warpage cassette; this deformation was not caused during the manufacturing process because warpage condition is caused by exposure to excessive heat during transportation; the manufacturing process at costa rica plant was discarded since the production floor has controlled temperature conditions. Therefore, this complaint could not be confirmed during the pci. A batch record review was performed to the final job number 13605451, list number 14687-15 and it was manufactured between 06/26/2023 to 07/18/2023 and the visual and physical evaluation performed by manufacturing quality (mq) indicates that the product met the specification requirements, and no similar defects were found. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 1/19/2024.

Event description:
The event involved a plum set where it was reported the monitor showed cassette error, not functioning. There was no other physical damage noted on cassette. The event was noted during infusion of an unknown drug. There was no problem with the pump. There was patient involvement and no patient harm.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). The device is available for evaluation, however, has not yet been received.